Event description:
Ep study and pvc ablation procedure, the venous sheath was removed from the left groin. The sheath broke during the removal and a section of the sheath was retained in the patient's groin. The patient underwent surgery to remove an 8.3 cm section of the sheath from the left groin. Unable to obtain lot number, expiration date or serial number of the suspect medical device.